Event description:
The initial reporter alleged they received discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 analyzer. The customer tested a pool of 6 samples, which generated an hiv non-reactive, hbv non-reactive, hcv reactive result. During individual donor testing (idt) of the 6 samples on (B)(6) 2024, sample ID: (B)(6) generated an hcv reactive result, as expected. However, sample ID: (B)(6) generated an unexpected hiv reactive result with a cycle threshold (CT) value at the limit of detection for the assay. This sample was subsequently tested externally using serology and a grifols instrument, and the results were non-reactive. The blood donation associated with this sample was utilized, and the results were not reported to the patient. During the same run, batch 1978, pool ID: (B)(4) generated an hiv reactive, hbv non-reactive, hcv non-reactive result with the CT for hiv at the limit of detection. On the following day, the customer performed idt for the 6 samples comprising this pool on a second analyzer, and all 6 samples generated hiv non-reactive, hbv non-reactive, hcv non-reactive results. All 6 samples were released.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the observed results were sample-specific and not indicative of a systemic reagent issue. The curves showed true amplification of the targets, suggesting two possible causes: the affected samples may have had low viral titers, leading to variable results upon repeat testing, or the samples may have been contaminated during the sample preparation process. A review of the reagent lot j26028 did not identify a systemic product problem. Additionally, no related internal investigations were identified. The customer was advised to take precautions to avoid contamination during sample handling and preparation.